Event description:
(B)(4). Cramping sharp/stabbing pelvic pain, ovarian cysts, bacterial vaginosis ,constant discharge (odor), hot flashes, excessive bleeding during period, painful ovulation , night sweats, spotting after sex ,painful periods, painful intercourse ,yeast infections (candida) bacterial vaginosis, urgent/frequent urination, uti (urinary tract infection), bladder infection, itching, burning, stinging, stabbing of vaginal entrance,breast pain/tenderness abdominal spasms/ twitching/fluttering,pain back, joint, chest, leg, breast, neck, spine, hip chronic pelvic pain, face pain, all over body aches/pain,gastrointestinal nausea, vomiting, diarrhea severe bloating, metallic taste in mouth, heartburn, bowel issues, neurological, mental health ,headaches and migraines, dizziness, tingling sensations numbness, brain shocks, nerve pain, brain fog "andndash";cloudiness, forgetfulness anxiety/panic attacks mood swings, depression, ringing in ears, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss) mood disorders, ptsd, numbness in thigh,numbness/tingling in extremities (hands/feet) sensation of burning, stinging, tickling or prickling of skin, nerve pain, tremors/shakiness, dizziness, blood issues, anemia/ iron deficiency, vitamin d deficiency, unexplained/easily bruising, vitamin b-12 deficiency, elevated blood counts, chronic fatigue syndrome, allergies/sensitivities chemical and food sensitivities, metal allergies (nickel,) heightened allergies/ allergic reactions food allergies, rash, skin irritation/itching, heart palpitations, hair loss problems weight issues (loss/ gain) swollen glands, muscle spasms, excessive sweating dry skin/hair/eyes, and severe bloating.

Event description:
#Medwatcher #followup 2 #FDA mw5045193 #(B)(4). Nerve pain.

Event description:
#Medwatcher #followup 1 #FDA mw5045193 #(B)(4). I now have one kidney bigger than the other. I have arthritis in my back and hip now also. Never pain /problems are constant.